Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible causes including potential calcification around the shock coil(s). It was also reported that this ICD had reached elective replacement time (ert) on (B)(6) 2020. The field representative will discuss this further with the health care professional (hcp). Additional information received indicated that lead and device replacement was scheduled and later cancelled. This device and this lead remain in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible causes including potential calcification around the shock coil(s). It was also reported that this ICD had reached elective replacement time (ert) on (B)(6) 2020. The field representative will discuss this further with the healthcare professional (hcp). Additional information received indicated that lead and device replacement was scheduled and later cancelled. This device and this lead remain in service. No adverse patient effects were reported.